Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d8, d9, g3, g6, h2, h3, h6, h10 the event was confirmed with product received. Visual inspection found gouging and pitting on the inner radius of the liner. The scallops exhibit tool marks, the outer radius is scratched. One location is scratched such that a small strand of poly protrudes from the barb. The additional information does not change the outcome of the previous investigation.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an emergency surgery on a pta fracture the liner would not seat into the g7 shell. After approximately one hour of attempts, a second liner was used to complete the surgery. Attempts have been made and additional information on the reported event is unavailable at this time.